Event description:
It was reported that the day after implant of the cardiac resynchronization therapy defibrillator (crt-d) system, a micro-dislodgement of the right ventricular (rv) lead was suspected. The rv lead was sensing the p-wave. Technical services discussed programming options that would help eliminate the crosstalk and to consider lead revision if appropriate. It was planned to attempt some reprogramming and monitor the situation. The rv lead remains in service and no adverse patient effects were reported.